Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 95 mg/dl. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.